Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of 1720 was verified. The event log was not able to be downloaded. The backup capacitor will be replaced in service. Use testing was performed. The problem source is the backup capacitor.

Event description:
Information was received that the cadd legacy plus pump had error 1720. No adverse patient effects.